Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge. There was no adverse impact to customer¿s blood glucose level. Customer changed the infusion set and tandem technical support guided the customer through priming the air bubbles and resumed insulin delivery.